Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable and no damage was observed. Visual inspection has been performed on the returned power adapter and burn marks were observed. The returned reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion was observed. The returned reader's battery was measured at 4.1v which is within specification of (3.7v ¿ 4.2v.) The off current was measured and was found to be within specification range. The reader was then monitored under thermal camera during operation, where no abnormal hot spots were observed. Additional extended investigation has also been performed on the returned reader, power adapter, and usb/charging cable where no damage was observed on the reader or usb/charging cable. Further visual inspection of the returned power adapter resulted in the observations of burn marks and melting damage that caused indents to the adaptor prongs. Functional testing was conducted on the reader and was determined that the reader was fully functional. The returned usb cable was also tested via a cable tester and no electrical short-circuits or open circuits were observed during the test, indicating the usb cables internal connections were properly functioning. Continuity testing was performed on the returned power adapter and no short-circuit was observed, indicating the prongs were not internally connected. No hotspots were observed during inspection with a thermal camera, indicating that the returned power adapter was not heating up to the point of causing thermal damage. The power adapter was also tested with a known good reader, usb charging cable, and battery. The known good battery was observed to be charging, indicating the power adapter was fully functional. The observed burn marks and melting damage on the power adaptor is consistent with damage caused by an external conductive source, creating an electrical short-circuit between the two adaptor prongs while connected to a power source. Therefore, this issue is not confirmed due to damage due to external factors. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports the charging cable to thier abbott diabetes care device, "sparks." There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the customer's cable "sparks" while charging. There was no report of death, serious injury, or mistreatment associated with this event.